Event description:
It was reported that during the implant procedure, the lead dislodged several times. One day after implant, the patient complained of chest pain on the left side, and a lead perforation was discovered. The physician attempted to revise the lead, but the helix would no longer work. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(6) the full lead was returned and analyzed. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. The guidetooth was damaged, and tissue was found on the helix. The lead was found to have apparent explant damage.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.